Manufacturer narrative:
There is no known patient involvement. (B)(6). The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number has not been provided, the device manufacture date could not be determined. This information will be provided in a supplemental report if and when made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer reported that the device was immediately removed from service upon receipt of the positive test result. Additionally, the customer reported that the device has undergone deep disinfection at livanova (B)(4) within the last 2 years. If any additional information pertinent to the reported event is received, it will be submitted in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an air sample from an operating room where a heater-cooler system 3t was in use tested positive for mycobacterium chimaera. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) has made several attempts to obtain the serial number of the device in question, the lab test result and further information regarding this issue, but no information were received. A further follow up communication with the livanova service representative revealed that it is planned that all heater cooler systems 3t from this facility will undergo a further deep disinfection procedure one after the other. No investigation was possible for this specific case, however, livanova (B)(4) has initiated a corrective action to investigate contamination associated with the heater-cooler devices.